Manufacturer narrative:
This is a follow-up report to correct the information initially reported. The information for the initial reporter was mistakenly entered, instead of the manufacturer information. This has been corrected in this report.

Manufacturer narrative:
This is a follow-up report to provide additional information that was received about the event. The patient, with no reported co-morbidities, had a nipple-sparing mastectomy with 470cc breast implants inserted. Postoperatively there were no issues with seroma. During the surgical revision, it was noted that the strattice was adhered in a few areas. The initial report of pustules were clarified as papiläre (papillary) granuloma tissue. The lot number used is not available. Based on the information provided, it is not known what role both surgical technique and the size of implants played. Bottoming out is a common and anticipated occurrence with breast implants. Granuloma (forms of localized nodular inflammation) can be found in breast tissue.

Event description:
It was reported that the patient had a prophylactic mastectomy and a reconstruction 9 month ago with strattice on both sides. Nine months after the surgery, the patient has bottoming out on both sides. On the left side the implant has rotated. After opening the skin the strattice can be seen, it looks white and not revascularised. The strattice was only growing in small areas. The same observation was noted on the right side. The strattice was not explanted and a revision was performed.

Manufacturer narrative:
The initial implantation date was not reported to lifecell. Lifecell is reporting this incident as a serious injury. The relationship between the device and the event is unknown. Lifecell is trying to obtain the lot numbers involved and further information about the event. A follow-up report will be filed if information becomes available. Device was not explanted, not returned.